Manufacturer narrative:
The device has not been returned as this is a single-use instrument; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unknown surgical procedure, it was observed that the cutter/burr device broke off. According to the report, the surgeon did not observed a break in the cutter/burr device. However, after the surgical procedure had been completed and the cranium was closed, a magnetic resonance imaging (MRI) was performed. The MRI revealed "halation" in the cranium which indicated suspected residue from the cutter device. No information was provided regarding the patient's condition or medical intervention required post operatively to preclude further injury to the patient. It was unknown if there was a delay in the surgical procedure or if a spare device was available for use. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.